Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal the device conformed to specifications prior to release. If anything otherwise is found than a follow up report will be filed. If at some point, the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Affiliate reported that the end part of the stripper cable has disconnected twice. The olive has detached from the cable and remained in the patient's leg. As a result surgery was delayed and incision was made to remove the olive.